Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets cannula kinked events between (B)(6) 2024 within 3 hours of insertion. Insertion site was abdomen. Patient regularly rotate site location. Furthermore, patient confirmed that the introducer needle was ahead of the cannula prior to insertion .the blood glucose level was 350-400 mg/dl at the time of events. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).